Event description:
Falsely depressed carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, and the repeat results recovered higher than the initial results. The repeat results were consistent with the patient's clinical presentation and previous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that falsely depressed carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 1500 instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. A siemens' specialist remotely reviewed instrument files and observed a sample 2 pressure transducer clog detected error. Siemens remotely determined that the filters were in the correct positions. Next, the drains and probes were inspected, and siemens determined that they were clean and did not identify any issue. Then, the sample probe 2 (sp2), reagent 3 (r3) probe, and reagent 4 (r4) probe were aligned and r3 and r4 probes were cleaned with sodium hydroxide. Next, a full check was performed and recovered acceptably. Then, the modules were homed, and the instrument was reset. Lastly, siemens ran service method tests, and all but one alignment test, recovered within acceptable ranges. The bottom of cuvette correction (bocc) for sp2 also passed. The customer was advised to run qc. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the instrument and ran smts. Then, the cse adjusted the sp2 bocc and replaced, aligned, and tested the aliquoter probe, sp2, and r4 probe. The cse also determined that the aliquoter drain is worn and replaced it. Next, the cse inspected the cuvette washer system assembly, found that the dryer boots were worn, and serviced it by replacing the dryer boots, probe filters and cleaned the washer probe. Then, the customer ran qc, which recovered acceptably. A precision study was also performed and recovered acceptably. Siemens further investigated the issue and determined that the sample probe, aliquot probe, or inadequate washing potentially contributed to the discordant co2 results. The instrument is performing according to specifications. No further evaluation of these devices is required.